Manufacturer narrative:
Manufacturer's investigation conclusion: the device history records were reviewed for the system controller (serial number: (B)(6) ) and was found to pass all manufacturing and qa specifications before being shipped to the customer on (B)(6) 2020. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including backup battery fault and power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use including how to ensure that the backup battery is properly installed. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The reported events of backup battery fault alarms were confirmed via a review of the log file. The system controller was returned for analysis and a log file was downloaded for review. A review of the log file showed events spanning approximately 2 days ((B)(6) 2021 per timestamp). Backup battery fault alarms were active for the and coincident with load test failure. The backup battery fault alarms were active on (B)(6) 2021 from 10:29:46 ¿ 15:55:01. The backup battery failed the load test due to the loaded voltage being under the acceptable threshold as compared to the unloaded voltage. The driveline was disconnected on (B)(6) 2021 at 15:52:35. There were no other notable alarms active in the log file. Pump operation was not affected. The system controller underwent preliminary and functional testing. The system controller was connected to the mock loop and was able to operate for an extended operation as intended. The reported backup battery fault alarm was not able to be reproduced during testing. The root cause for the reported event was unable to be conclusively determined through this investigation. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The controller and mpu exchange resolved the backup battery fault alarms and heat issue. The patient remained stable.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Related manufacturer's report # 2916596-2021-04399. It was reported that the patient was experiencing backup battery fault alarms. The left ventricular assist device (lvad) coordinator re-seated the backup battery two times. The coordinator then exchanged the backup battery, which did not resolve the alarms. The coordinator then exchanged the patient's system controller with their backup controller. The patient remained stable during this event, however, it was a recurring issue over the last 6 months. It was later reported that the patient's mobile power unit (mpu) was getting very hot at night. It was thought that the overheating of the mpu may have been causing the backup batteries in the controller to malfunction.